Event description:
It was reported that the patient presented with a urinary tract infection. The patient symptoms were noted as burning upon urination. Intervention included bactrim ds. The patient outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 3889-28, lot# v535669, implanted: 2010-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).